Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, a hole was identified in the midshaft of the left cylinder. There were no patient complications.